Event description:
Pt underwent a sling procedure in 2006. The uterus sounded to 12cm. The physician had trouble maintaining pressure and ultimately instilled 40cc of fluid in the balloon. The physician complted the procedure successfull, but then could only obtain 25cc when deflating the balloon. The physician observed no obvious loss of fluid out of the cervix during the treatment. The physician performed a hysteroscopy and found no evidence of perforation. Initially, the pt had some left lower quadrant pain for which the pt was observed and treated with pain medication. The left lower quadrant pain increased during the evening and a laparoscopy was carried out revealing a distal portion of the left fallopian tube distended with fluid. This did not appear as a hydrosalpinx as the fimbria were intact. That portion of the tube was removed laparoscopically and the pt's pain resolved. There have been no further reported issues with the pt.

Manufacturer narrative:
No conclusion can be drawn at this time.